Event description:
This is a report of endophthalmitis following an implant of a ceeon lens. A 70-year-old male had the lens implant on 3 feb 99. On 4 feb 99, his visual acuity was 20/25. Vitreous fluid cultures done on 7 feb 99, were positive for staph epidermitis, negative for staph anaerobe. He was hospitalized and a vitrectomy was done on 7 feb 99. He was treated with ciloxan, and a steroid. On 9 feb 99, his visual acuity was 20/400, anterior chamber diameter 1+, cornea was clear, lens in good position, and the wound was tight. The surgeon did not think the lens was related to the event, however no break in sterility was noted upon review of the case, therefore no cause was found.